Event description:
Same case as: MDR ID 2134265-2014-01943. Reportable based on analysis approved on (B)(4) 2014. It was reported that a guide wire kink occurred. A 75% stenosed target lesion was located in a severely calcified and moderately tortuous middle segment of the left anterior descending artery. A 1.25mm rotalink burr and a 330cm rotawire were selected to treat the target lesion. During preparation, it was noted that the rotawire was kinked and the burr could not advance on the wire. The procedure was completed with another of the same rotawire. No patient complications reported and the patient's status was good. However, device analysis revealed a distal end fracture and the spring tip was missing.

Manufacturer narrative:
Age at the time of event: 18 years and older. (B)(4). Device evaluated by MFR.: the device was returned for analysis. It was observed that the unit returned has the distal end fractured and the spring tip missing, also the working length kinked, as part of overall visual revision. The visual and tactile inspection was performed and the device presents: the body kinked at 181.5cm approximately from the proximal end; and the spring tip missing (detached). Spring tip could not be measured due to the spring tip was not returned. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode and revealed that the failure occurred due to a multidirectional bending overload, with initiation sites on notches on the wire surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).